Event description:
It was reported that the system was displaying solaris errors over the graphical acuity display. The system would not reboot. Note 1: no indication from reporter of pt involvement.

Manufacturer narrative:
Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes and displays pt vital signs, data from multiple bedside multifunctional pt monitoring devices, through either wired or wireless connections. This event is being filed as an MDR because of the temporary loss of centralized monitoring. There was reportedly at least one pt connected to the system at the time of the time of the episode, but the biomed could not provide any details. This customer stated that the system was displaying solaris errors over the graphical acuity display. Welch allyn tech support went through a reboot with the customer and the system will not reboot. Post and system files cannot be accessed at all.